Manufacturer narrative:
The hosp reported that the pt had surgical repair of the wound sight. The dispersive electrode was discarded by the hosp. No lot code was recorded for the device used. The conmed sales rep met twice with the risk manager and the o.r. Director and/o.r. Manager. This is a procedure that required a high density current. He reported that the esu indicated that dual dispersive electrodes could have been used. This would have allowed for a greater dissipation of the heat generated by the high density current. The hosp elected to use only one dispersive electrode. Without the actual device and no reported lot code, we are unable to conduct an investigation. We consider this investigation completed and the complaint closed.

Event description:
It was reported that, "a pt undergoing cardio ablation rec'd a 3rd degree burn at the pad site."